Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash that was red and itchy. Patient has a history of sensitive skin and eczema. There was no alleged device malfunction contributing to the irritation. Patient began using her eczema cream per instruction of her physician. Follow up indicated that the skin is getting better.